Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set was leaking at the site. The location site was regularly rotated and there was no stress or pull on the tubing. No further information available.